Event description:
It was reported that during a laparoscopic appendectomy procedure, the device's tissue pad fell off at the end of the case and had to be retrieved through the trocar. Another device was not needed to complete since they were finished. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.